Event description:
Jaw malfunction. Received a malfunction signal from the machine. Repositioned and received the same signal once again. Removed product and used another like product to complete the procedure.